Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product was provided for evaluation. Data was provided for investigation but does not reflect the alleged device and/or the alleged issue. Confirmation of the problem and root cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to perpetual rebooting. The receiver case was opened and a receiver download was performed and failed. An internal visual inspection was performed and passed. Confirmation of the complaint was undetermined. The probable cause could not be determined.